Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. A review of device memory revealed the battery status was at elective replacement indicator (eri) with a monitoring voltage of 2.831v. One year remaining had been tripped on (B)(6) 2015 and eri was tripped on (B)(6) 2015. The fc1002 is a high battery power usage fault that occurs when the device is in storage and three consecutive valid daily battery measurements, with no telemetry session in between, have an average power greater than 75 microwatts. This fault is intended to prevent the implanting of a device that is consuming more power than expected. The device case was opened to facilitate examination of the internal components; no anomalies were observed. The device battery was removed and replaced with an external power source. Detailed analysis of the device hybrid was undertaken, and a high current condition was noted on a low voltage power supply. However, the high current condition resolved itself during automated electrical testing. Laboratory analysis confirmed the observed fault codes and identified a temporary or intermittent high current condition. Despite exhaustive testing, the root cause could not be identified.

Event description:
Boston scientific received information that during pre-implant testing, this pacemaker displayed a fault code 1001, indicating a low battery was detected. The error screen stated the device should not be implanted. A different device was used for the case, and this device will be returned for laboratory analysis. No adverse patient effects were reported.